Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube assembly. The hemostasis sheath was mated to the carrier tube assembly. Visual inspection revealed that the anchor and collagen were observed to have been released. The collagen was in tamped position i.e the anchor and collagen has formed a partial knot. The locking mechanism was not in full rear lock position. The device was set to full rear lock position and a digital force was applied to the tamped collagen and anchor. The tamper tube and clear stop were observed to be released. IFU states: set the anchor. Steps 3-5: "with one hand continue to hold the insertion sheath cap steady to prevent movement of the sheath into or out of the artery. With the other hand, grasp the device cap and slowly and carefully pull back. Slight resistance will be felt when the device cap is pulled out from rear holding position. Continue pulling on the device cap until resistance from the anchor catching on the distal tip of the insertion sheath is felt. To ensure the correct anchor position, confirm that the edge of the device cap falls within the colored bands on the device sleeve. Maintain grip on the insertion sheath and pull the device handle straight back into the full rear locked position. Resistance will be felt as the device handle and sleeve snap lock. The device sleeve colored bands should now be completely visible." The complaint can be confirmed for partial deployment device pullout. The exact root cause cannot be determined. The likely root cause is the device was not placed in full rear lock position prior to pulling back of the device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not deploy properly. They removed the entire device. Manual compression, and a femstop applied. There was no known effect on the patient. Additional information was received on 21jun2021. A percutaneous coronary intervention (pci) was being performed. A 5fr procedural sheath was upsized to a 6fr. Ultrasound guided anterior wall puncture. Mid femoral head on dsa.; there were no difficulties. Inserted it the way ic always does; it did not seem to deploy for some reason and the whole apparatus came out. They pulled the device with standard force. There was no damage to device. The patient's condition was stable.